Event description:
It was reported that the procedure was to treat a totally occluded lesion in the proximal right coronary artery with heavy tortuosity and heavy calcification. The 1.2 x 6 mm mini trek balloon catheter was prepared inside the patient anatomy. The mini trek was advanced and some resistance was noted with the calcification. The balloon was inflated; however, the balloon ruptured during the first inflation of 6 atmospheres (atm). During removal, resistance was noted again with the calcification. A new non-abbott balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide cath: heartrail al1. (B)(4) - failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the preparation for use section of the rx mini trek instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Otherwise, complications may occur.